Manufacturer narrative:
The device has not returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
Account alleges that during sheath removal and the deployment of a hemostasis band, the patient's artery started to spasm. The physician was pulling on the sheath when the sheath detached under the hemostasis band. The physician was able to retrieve the rest of the sheath with a pair of hemostats.

Manufacturer narrative:
One unit was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to severe vasospasm and excessive force applied to the device upon removal. A review of the complaint database was performed and no similar complaints were found for this lot. A review of the device history record was performed and no exception documents were found.